Manufacturer narrative:
Event description: user facility report mw5099822 was received 30mar2021. As reported, while undergoing tamponade for postpartum hemorrhage using a cook bakri postpartum balloon with rapid instillation components, the bakri balloon was defective. It would not pull liquid (ivfs) into the syringe. The device was inserted into the patient when the reported difficulty occurred. The procedure was completed and hemostasis was achieved through d&c, medications (hemabate and methergine), and an additional bakri balloon. There was 600cc of blood loss during the delivery and an additional 1400cc of blood loss during the d&c. Investigation: evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One cook bakri postpartum balloon with rapid instillation components was returned for investigation. Inspection of the returned device noted: the device was returned with heavy biomatter present in and around the balloon and the catheter. The device was returned with the drainage bag inserted past the inflation port of the balloon catheter. The drainage bag was removed. A function leak test was performed and found that the balloon inflated properly and there was no leakage in the balloon. The balloon deflated properly. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Analysis of the returned device determined that the drainage bag was inserted past the inflation port of the balloon catheter and was likely the cause of the failure to inflate. There were no manufacturing anomalies on the returned catheter, and the device functioned properly once the drainage port was removed. Cook has concluded unintended user error likely contributed to this incident. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Initial reporter occupation: risk manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
User facility report mw5099822 was received 30mar2021. As reported, while undergoing tamponade for postpartum hemorrhage using a cook bakri postpartum balloon with rapid instillation components, the bakri balloon was defective. It would not pull liquid (ivfs) into the syringe. The device was inserted into the patient when the reported difficulty occurred. The procedure was completed and hemostasis was achieved through d&c, medications (hemabate and methergine), and an additional bakri balloon. There was 600cc of blood loss during the delivery and an additional 1400cc of blood loss during the d&c. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.